Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant is unknown. Currently the vessel morphology was reported as the aortic neck was 30 mm in diameter at the renal arteries. There is disease progression with aortic neck dilatation. A recent CT/angiogram revealed that the stent graft has migrated distally 2 cm, there is no type I endoleak however, there is a type ii endoleak coming from a lumbar artery. The physician elected to implant a 36x36x49 endurant aortic cuff and the migration was resolved. No clinical sequelae were reported and the patient status is fine.

Manufacturer narrative:
(B)(4). Results: migration. Disease progression with aortic neck dilatation and type ii endoleak. Conclusion: disease progression with aortic neck dilatation and type ii endoleak.